Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and self test. Pump received with pump error 38 during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to corrosion found on the motor home switch. Pump received with scratched case, pillowing keypad overlay, overlay scratched, cracked select button keypad overlay, keypad overlay texture damage, peeling/faded end cap address label, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had pump error alarm. The customer's blood glucose was unknown. The product was returned for analysis.